Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. Surgical residue was observed in the drain bag, the cassette, and the manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 5000 cut rate displayed on the screen when the radio-emitting identification (rfid) was connected to the console. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. After purging the irrigation/aspiration (I/a) manifold of surgical residue, the cassette fluidics system could be evaluated. A calibrated console representing a current software version was then used to functionally test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. This complaint has been reviewed and the sample was found to be conforming, therefore no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cassette leaked during testing. The product was replaced with another one. There was no patient involvement.